Manufacturer narrative:
Citation: yamashita k transcatheter aortic valve implantation for degenerated 19-mm aortic bioprosthetic valve. Circ j 2018; 82: 289 ¿ 292 doi: 10.1253/circj.cj-17-0851 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding transcatheter aortic valve implantation for degenerated 19-mm aortic bioprosthetic valve. All data were collected from a single center between december 2016 and march 2017. The study population included 3 patients all female; one patient had previously been implanted with a medtronic mosaic bioprosthetic valve in the aortic and mitral positions. The serial number were not provided. Medtronic received information that (B)(6) female patient had been implanted with a 19 mm mosaic bioprosthetic valve in aortic position. Six years seven-months post implant, a non-medtronic transcatheter valve was implanted valve-in-valve due to increased gradient (mmhg) of 53 mm hg, severe stenosis and moderate insufficiency of the aortic prosthetic valve. There was reportedly normal function of the mosaic mitral bioprosthetic valve. No additional adverse patient effects or product performance problems were reported.